Event description:
Patient presented w/rate of 65 bpm. During reset, msg on screen that date and time have been altered and to call mdt. Pacing rate decreased and telemetry lost during discussion. Normal pacing resumed when head removed. Returned - "patient came in at eri and at times pacemaker failure."